Manufacturer narrative:
Siemens filed an initial MDR 2432235-2019-00327 on 20-sep-2019. Corrected information (15-oct-2019): upon further review by siemens, the patient results are not considered to be falsely low as initially reported, but discordant falsely high. Based on the sample data, and screen captures from the centralink data manager provided by the customer, the initial results reported for both patient samples were the repeat results. The repeat results reported for both patient samples were the initial results. Advia chemistry xpt instrument (xpta); sn: (B)(6); patient sid: unknown; initial result: 2.69 (discordant, reported); alternate advia chemistry xpt instrument (xptb); repeat result (same sample): 2.40 (reported, corrected result). Advia chemistry xpt instrument (xpta); second patient sid: unknown; initial result : 2.71 (discordant, reported); alternate advia chemistry xpt instrument (xptb); repeat result (same sample): 2.36 (reported, corrected result). Additional information (15-oct-2019): siemens has reviewed the information provided and concludes that it is not a reagent lot or method issue. Review of the patient and quality control (qc) data provided indicates imprecision and erratic recovery. A customer service engineer (cse) was dispatched to perform service on the instrument. The cse observed a blockage in the b5 probe of the reaction vessel washing unit (wud). The clog prevented the reaction vessel (rrv) cuvettes from being emptied and cleaned properly. Inadequate washing of the rrv cuvettes can result in imprecision and intermittent result recovery of test results. The cse removed the blockage which resolved the issue. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant low, advia chemistry xpt calcium patient results. A siemens customer service engineer (cse) was dispatched to the customer site, a preventative maintenance (pm) performed and a wash unit error was observed. Siemens is investigating.

Event description:
Discordant, falsely low calcium results were obtained on two patients on an advia chemistry xpt instrument. The initial results were reported to the physician(s). The customer repeated the same patient samples on an alternate advia chemistry xpt instrument, resulting higher. The higher calcium results were reported as the corrected result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant advia chemistry xpt low calcium results.